Event description:
It is reported that a patient was required to undergo an open reduction internal fixation (orif) surgery four (4) weeks post operatively from an elbow fracture orif due to hardware failure. The surgery completed successfully. There was no delay in the surgery. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.